Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for normal device check. Noise on the ventricular channel was noted. Review of the episodes revealed non-sustained ventricular oversensing. Noise morphology resembled noise due to lead issues. The lead was explanted and replaced. No further information is available.